Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The caller declined to provide the blood glucose reading. The customer who was (B)(6) y/o, had been diagnosed with diabetes for 35 years and had been on insulin treatment for 35 years. The customer rep stated that, in the past 3 months, the customer had experienced 20 low blood glucose reactions, 10 of which were serious, the other 10 were mild in nature. Nothing further reported.